Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported that during a humerus surgery, it was discovered that the electric pen drive device, sagittal saw attachment device and the cable device were not working at all and had no power. There was a one hundred and eighty minute delay to the surgical procedure because spare devices were not available for use. It was unknown how the surgery was completed. The reporter indicated that they were not sure if all of the three devices were defective. It was reported that the surgery was completed successfully. There was patient involvement reported. According to the reporter, the patient did not have any complications and no one was hurt. It was reported that the patient recovered without any issues or complications. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the sagittal saw attachment device and the cable device were tested with a new handle device and they worked fine. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.